Manufacturer narrative:
The baxter technician found the vale needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in (B)(6) 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the valve to resolve the reported event. Based on this information, no further action is required.

Event description:
On 15-jan-2026 it was reported that a totalcare bed had head of bed won't raise. This occurred before used. There was no patient/user injury, medical intervention, symptom or adverse event reported